Event description:
It was reported that during patient treatment, the measured expiratory minute volume dropped and the rise again. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the measured expiratory minute volume dropped and the rised again. No part was replaced and returned. No further issues have been reported. The evaluation of received device logs shows alarms for e.g. High leakage, patient circuit disconnected, check tubing, and low expiratory minute volume around the time of event. It also shows alarms for disabled y sensor, which may indicate condensation in the y-sensor. Received trend logs show that inspired and expired minute volume was > 0 except for periods with high leakage/disconnection. A pre-use check and a patient circuit test passed before ventilation was started. There is nothing in device and trend logs that indicates that the reported issue was caused by a ventilator malfunction. There are no technical faults logged and the ventilator alarmed as per design to alert the operator about ongoing issues.

Event description:
Manufacturer's ref #: (B)(4).